Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the pump history showed evidence of the call service 088 alarms. During testing, the pump failed to recognize the cartridge during the load step. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during the investigation due to the load step failure. Unrelated to the original complaint, there was moisture in the display. The pump case was cracked between the keypad and the case seal. The pump leaked at the cracks in the case. The pump was opened and moisture damage was found on pump circuit board. The load step failure was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.